Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was additionally reported that the device was explanted and replaced.

Manufacturer narrative:
Concomitant medical products: product ID: 5071-53 lead, implanted (B)(6) 2014. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the cardiac resynchronization therapy defibrillator (crt-d) exhibited unexpected longevity with suspect rapid battery depletion. The device remains in us. No patient complications have been reported as a result of this event.